Event description:
The index procedure was carried out using one endeavor rx drug eluting stent in the cx vessel, one endeavor rx drug eluting stent in the lad vessel and one endeavor rx drug eluting stent in the lmca/prox lad. Approximately 50 months post index procedure the patient suffered from a sudden death. It is unknown if the death was related to the device

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.